Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 30-jul-2015, an ias emailed the client to address the reported event. The ias recommended performing precision runs. These runs were performed by the client with psa and ca-125. Small precision differences were obtained and no instrument deficiencies were identified. On 21-aug-2015, the field service engineer (fse) from the distributor company visited the customer onsite and ran a third precision study preparing fresh wash, diluent and substrate. Tsa, pa, ca-125 and dhea assays were used in the troubleshooting runs, all with acceptable results. Instrument was again found working in optimal conditions. While at the customer site, the fse noticed that some substrate bottles were partially frozen and others were very cold. Therefore the refrigerator was not maintaining temperature homogenously. It was also observed that the customer was not following the operators manual recommendation to use the materials between 15°c-25°c. No further actions were required by field service. The most probable cause of the reported event was the operator's techniques for handling reagents and samples and the customer refrigerator.

Event description:
On (B)(6) 2015, a customer reported that their instrument was not reproducing results when comparing am vs pm results with their aia-360 analyzer. The customer reported potential discrepant results. An international applications specialist (ias) contacted the customer to troubleshoot the reported event which potentially resulted in discrepant results. There was no indication of patient intervention or adverse health consequences due to the discrepant result reported.